Event description:
Related to MFR report # 2183959-2012-01007. On (B)(6) 2011, a miniarc precise single sling was implanted to treat stress urinary incontinence. Plaintiff's attorney has alleged that the mesh, "has caused severe and irreversible injuries, conditions, and damage." It was also alleged that, as a result of the mesh, "plaintiff began experiencing recurrent pelvic pain, erosions, and recurrent infection of the tissue around the mesh." It was reported that, in (B)(6) 2011, plaintiff underwent, "surgery to remove the mesh, as well as revisionary surgery, and vaginal reconstruction to correct the injuries caused by the mesh." Also alleged, "plaintiff has suffered and continues to suffer from chronic physical pain and severe emotional injuries," and had "pain and suffering" from "severe and permanent personal injuries," and other losses.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.